Event description:
Merit was informed by an inventory control clerk at hosp that the ccx010 was pulling air into the system. Four days later they informed merit that they was were returning their inventory of merit coronary control syringes. The returning coronary control syringes were received by merit on 5/28/2003. Of the ccx010 syringes returned (95) were found to be from lot numbers that are part of a recall [ref. Z-0912-03 and z-01913-03]. This recall was initiated by merit as a remedial action for a product problem previously identified and reported by the following list of mdrs: MDR 1721504-2003-00001, MDR 1721504-2003-00002, MDR 1721504-2003-00003, MDR 1721504-2003-00004, and MDR 1721504-2003-00005.